Event description:
It was reported that a 24mm amplatzer cardiac plug was selected for an implant on (B)(6) 2022. During the procedure, one of the lobes did not open properly during a 2nd attempt at deployment. The device was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and a little angle in the delivery system, probably less than 10 degrees was noted. A new unknown sized cardiac plug was selected and implanted successfully. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by the reported angulation in the recommended delivery system. There is no indication of a product quality issue with regards to manufacture design or labeling.